Event description:
Oscillating saw was being used for an acl reconstruction. The blade had been used for an acl reconstruction. The blade had been used inside the pt's knee. When removed from the knee, a black, greasy solution came from where the blade inserts into the head of the instrument. The wound was irrigated with antibiotic solution. The gloves of the sterile individuals were changed. The insturment was removed.